Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (malfunction alarm 00) was identified.

Event description:
It was reported that the pump's alarm continued to beep and vibrate even after alerts were cleared. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.